Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading. The pt had reportedly taped her magnet over the device the night before because stimulation was exacerbating her sore throat. When the pt removed the magnet to resume stimulation the following morning, she was unable to feel device stimulation. The pt swiped the device with the magnet and still could not feel device stimulation. Review of x-rays by physician did not reveal any obvious discontinuities in the vns therapy system. The day after the high lead impedance reading was obtained, the pt's child threw her magnet at her, hitting her in the area of the device. The pt reports feeling a slight "tickle" (stimulation) when the magnet hit her in the area of the generator, but she still does not feel normal stimulation. Approx one week later, the pt reported feeling "a tingling sensation" at the generator site that spreads through her chest. The pt was scheduled for vns therapy system replacement surgery. It is not known whether both the lead and generator will be replaced. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance.